Manufacturer narrative:
Device has been implanted.

Event description:
It was reported that during an embolization procedure that the subject device was observed to be broken. The physician decided to retract the coil together with the microcatheter, but half of the coil remained in the arterial lumen. Medical intervention was performed through a double antiaggregation procedure and a stent was deployed to keep the coil against the arterial wall. The coil was maintained in place against the arterial wall and the procedure was completed. There was no clinical consequences reported due to this event. The patient was reported to be in good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that during an embolization procedure that the subject device was observed to be broken. The physician decided to retract the coil together with the microcatheter, but half of the coil remained in the arterial lumen. Medical intervention was performed through a double antiagregation procedure and a stent was deployed to keep the coil against the arterial wall. The coil was maintained in place against the arterial wall and the procedure was completed. There was no clinical consequences reported due to this event. The patient was reported to be in good condition.